Event description:
It was reported that this spinal cord stimulation (scs) patient underwent the explant of the implantable pulse generators (ipg) due to an unknown reason. The location of the devices is unknown. No additional information is available at this time.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.